Event description:
The pt underwent a spinal fusion where vitality screws were inserted. The pt required add'l surgical procedures for revision and removal of the vitality screws. This was the pt's initial surgery. The rep from zimmer biomet supplies the product for the surgeries. The hosp is not required to provide the product. Ref mw5090356. (B)(4).